Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in clinic with shortness of breath, an echocardiogram showed a pericardial effusion. The helix of the right ventricular lead appeared to be in the pericardium. The physician drained the pericardial fluid and elected to explant and replace the right ventricular lead. The patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.